Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date device returned to manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter facility name, phone number, and email address are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, a helical blade/screw extractor broke while removing a trochanteric fixation nail advanced (tfna) screw from the tfna nail which was then completely unlocked. It is unknown if there was any surgical delay or what the patient outcome was. Concomitant device reported: tfna screw (part: unknown, lot: unknown, quantity: 1), tfna nail (part: unknown, lot: unknown, quantity: 1). This report is for a helical blade/screw extractor. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part number: 03.037.030, synthes lot number: l236892: manufacturing date/release to warehouse date: 15 march 2017, manufacturing site: hägendorf: the device history record shows this lot of 24 pcs was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. The sub-component ¿shaft 60065495¿ is not lot tracked. Therefore, the last two potential work orders (15506398 and 15507550) that were produced prior to lot l236892 were reviewed. According to the relevant test instruction the correct material was used and the hardness parameters were within the specification. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the helical blade/screw extractor (part #03.037.030, lot #l236892, mfg:15-march-2017) was inspected at us cq. Upon visual inspection it was observed that the distal tip has sheared off from the rest of the device and was not returned. The balance of the device is in fair condition with minimal signs of wear and tear. No new issues have been identified. The received condition agrees with the complaint description. Dimensional inspection: dimensional analysis was not performed due to post-manufacture damage of helical blade/screw extractor. Document/specification review: the relevant drawing(s) was reviewed; no design or manufacturing defect or deficiency was observed during the investigation. Material/hardness review: the material hardness parameter was determined to within the specifications based on the review of the DHR. Investigation conclusion: the complaint condition is confirmed. While no definitive root cause could be determined, it is possible that the tip of the screw extractor broke because of the possible heavy hammer blows using spiral combination hammer on the screw extractor during the surgery. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.